Event description:
A letter was received from an attorney's office indicating that their client performed a carotid endarterectomy on their pt in 1999 using 6-0 suture in a running fashion from top to bottom. Two days post-op, while at home, the pt felt a "pop" and started to hemorrhage from the surgical site. Emergency surgery was performed to repair the vessel, but the pt experienced a stroke. Apparently the suture line became disrupted, but did not necessarily break.